Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer was using hypurin insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 396-400 mg/dl.

Manufacturer narrative:
H6: remove medical device problem code 1233.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer was using hypurin insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 396-397 mg/dl.